Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited loss of capture at the maximum output on the right ventricular (rv) lead. At this time, the ICD remains in service, but the rv lead's pace sense portion was surgically abandoned and replaced. No adverse patient effects were reported.